Event description:
In 2008, the patient reported that his infusion device stopped functioning and it did not give an alert or error message. He stated that he hit the infusion device with his golf club and then noticed that the display had gone blank. He inserted a new battery, but the display remained blank. The battery in use at the time of the incident, had been in place for 2 days. The infusion device was not dropped or exposed to extreme temperatures or electromagnetic fields. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.